Event description:
It was reported that the attachment was defective. There was no patient impact in this event. Additional information stated that bearing detached has been found during evaluation.

Manufacturer narrative:
H3: evaluation determined that the bearings were detached. The likely cause could not be determined. It was also noted that the gap between the grip sleeve and the twist lock is out of shape. The color band is faded. The laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.